Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had changed out the batteries due to alarms. The alarms still persisted, and the patient changed system controller at home with resolution of the alarms. Mobile power unit MFR# 2916596-2022-15812.

Event description:
It was reported that the controller was exchanged due to backup battery faults. The exchanged controller looked beat up and was in rough shape.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the patient switching out the batteries due to replace backup battery and backup battery fault alarms was confirmed via the submitted and downloaded log files; however, the reported event was not reproduced during testing. The heartmate 3 system controller (serial number (B)(6) was returned and evaluated at abbott and a log file was downloaded. The submitted and downloaded log files contained combined relevant data spanning approximately 23 days (14nov2022 ¿ 14dec2022 per the timestamp). The log file captured backup battery fault alarm active from 17nov2022 at 11:02:56 to 18:11:03 due to the backup battery not passing the load test. The load test did not pass due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The alarm did not affect the controller¿s ability to operate the pump at the set speed. During the evaluation, the controller was connected to a mock circulatory loop for an extended period of time with no atypical alarms active. It should be noted that an update to the backup battery connector was made to reduce backup battery faults due to unsuccessful load tests as a part of a corrective and preventive action (CAPA), per the device history records review this system controller was manufactured after that implementation. The backup battery ribbon cable connector was visually observed, and the dielectric grease was observed on the ribbon cable, indicating that the CAPA was applied to this controller. No further testing was completed at this time. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including the backup battery fault and no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 instructions for use section 2 entitled ¿system operations¿ and heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.